Event description:
The product was used during a laparoscopic cholecystectomy procedure. Reportedly, the produced shavings into the pt's cavity. The surgeon was able to remove the shavings and complete the procedure. The hosp has reported no pt injury occurred.